Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) was confirmed. As received, the battery pack was unable to power a test monitor. Upon evaluation, the nickel busbar tabs at the p1 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing and displayed a service code 104 (sd card fault).  The cause for the failure was isolated to tarnished j101 contacts causing an intermittent sd card connection. The root cause for the defective j101 component could not be positively identified. No adverse event resulted from the defective monitor. Device manufacturer date: battery: 07/14/2018, monitor: 02/09/2015.

Event description:
A us distributor reported that a patient's battery was unable to hold a charge and the patient's monitor failed incoming testing.